Event description:
Implant data: tooth number: 23; 6-12 weeks after extraction. Time from surgery: day of surgery / less than 4 weeks from surgery. Time from loading: day of loading. Disclaimer statement: this report reflects information received by FDA in the form of a notification per 803.22 (b)(2).